Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 106x12cm ekos endovascular device was visually and microscopically examined. Microscopic visual inspection of the infusion catheter showed a crack in the coolant and drug luers. The device was tested for leaking, and it was noticed that the device leaked liquid from the coolant and drug luers where the cracks were present. The reported events were confirmed.

Event description:
It was reported that the drug luer was leaking and defective. This 106x12cm ekos endovascular device was selected for use in a bilateral pulmonary procedure. The patient was taken to the intensive care unit (ICU), and ten minutes into treatment, the drug luer was leaking fluid during flushing and a defective luer was noted. The catheter was removed, and the patient received conventional anticoagulant therapy. No patient complications were reported.

Event description:
It was reported that the drug luer was leaking and defective. This 106x12cm ekos endovascular device was selected for use in a bilateral pulmonary procedure. The patient was taken to the intensive care unit (ICU), and ten minutes into treatment, the drug luer was leaking fluid during flushing and a defective luer was noted. The catheter was removed, and the patient received conventional anticoagulant therapy. No patient complications were reported.